Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review is being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2016).

Event description:
It was reported that approximately three years and nine months post port placement via left internal jugular, the port catheter allegedly ruptured. It was further reported that approximately a month after the alleged rupture; the port and catheter were removed with a migrated segment remaining in patient. Reportedly, the migrated segment was removed approximately a month after the port and catheter with interventional radiology. The patient status is unknown.